Event description:
Manufacturer received a report from the pt was being transferred from bed to wheelchair when sling loop allegedly came off spreader bar. The pt allegedly fell to the floor, hit head and afterward died. What role, if any did invacare device caused or contributed to the incident, is unclear.